Manufacturer narrative:
(B)(4): a maquet field service technician was on site and investigated the unit. The technician checked the actuator and the 3-way valve for proper operation as well as the conduct heater temperature sensor divergence tests for proper readings. The technician replaced the shunt valve which was corroded due to wear and tear then re-tested the device for proper heating. All settings passed and the device was returned to the customer for clinical use. There was no patient injury or involvement.

Event description:
Ref.: #(B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician verified that the main side did not heat properly. The technician checked the actuator and the 3-way valve for proper operation, the conduct heater temperature sensor divergence tests for proper readings. The technician replaced the shunt valve and re-tested the device for proper heating. All settings passed. The device was returned to customer for clinical use. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
The customer stated that the hcu30 is not warming or slow cooling." No (B)(6) consequences or delay in surgery were reported. (B)(4).